Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17-feb-2025. The complaint device underwent evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The delivery wire and the introducer were not returned. The concomitant 150cm x 5cm prowler select plus microcatheter was inspected under x-ray imaging. The stent component was found detached inside the proximal end of the microcatheter. The stent component was removed, and microscopic inspection was performed. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The reported issue that the stent was impeded in the microcatheter and could not pass through could not be determined due to the detached condition of the stent. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. Based on this, the premature detachment of the stent is confirmed; it is suggested that push / pull force was applied sufficiently to disengage the stent from the delivery wire during the attempts to advance / retract the stent through the microcatheter. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8994887. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8994887) was impeded in the introducer and could not be pushed into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31309398). The physician retracted only the stent and replaced it with another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8994887), but this second stent was impeded in the microcatheter and could not pass through the microcatheter. The physician removed the stent and the microcatheter and replaced both devices to complete the procedure, which was reportedly delayed by approximately 10 minutes. There was no report of any negative patient impact. On 15-jan-2025, additional information was received. Per the information, the procedure was targeting the c7 segment of the internal carotid artery (ica). An adequate continuous flush was maintained through the microcatheter. The information indicated that when the second stent was removed from the patient, it was no longer still on the delivery wire. The replacement stent was another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative patient impact, and the physician did not consider the approximately 10-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8994887. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.